Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
All locking screws were tightened with a torque limiter. During revision surgery, for an unknown reason, two locking screws became jammed with the plate and were difficult to remove. Pressure was applied to the screwdriver tip, causing the screwdriver tip to twist and deformation of the screw recess. The plate and screws were removed. This is the 3rd of 9 reports submitted on this event.